Event description:
It was reported that a patient, female, underwent an idiopathic ventricular tachycardia procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade. The patient¿s medical history is unknown. During procedure, after ablation was conducted, the patient became hypotensive and had pain. An ultrasound confirmed a pericardial effusion and pericardiocentesis was performed with 170 ml of fluid removed. The patient did required hospitalization. The event occurred during ablation phase. The overall time for ablation at the site of injury was 5 min and the last ablation cycle time was for 60 sec. No transseptal puncture was performed or anticoagulation provided to the patient. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: operated under temperature control mode with a cut-off at 55 degrees, power setting at 30 w., impedance at 175 ¿ 190 ohms per ablation and dropped approximately 10 ohms with rf delivery and used st. Jude medical 8.5 french sro sheath (non bwi product).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2014. The analysis has begun but is not completed at this time. Concomitant bwi products: product: stockert 70 rf generator; us catalog # s7001. Serial # (B)(4). Product: carto® 3 system; us catalog # fg540000; serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, female, underwent an idiopathic ventricular tachycardia procedure with an ez steer nav bi-directional electrophysiology catheter and suffered cardiac tamponade. The patient¿s medical history is unknown. During procedure, after ablation was conducted, the patient became hypotensive and had pain. An ultrasound confirmed a pericardial effusion and pericardiocentesis was performed with 170 ml of fluid removed. The patient did required hospitalization. The event occurred during ablation phase. The overall time for ablation at the site of injury was 5 min and the last ablation cycle time was for 60 sec. No transseptal puncture was performed or anticoagulation provided to the patient. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.